Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were taken to emergency medical services due to low blood glucose on an unknown date. Customer¿s blood glucose level was below 40 and they called emergency medical services as well as they ate cup cake and blood glucose level when admitted to the hospital was 42 mg/dl. Customer was drenched in sweat, confused, shaky and vision was blurred. Customer declined for troubleshooting of low blood glucose. The insulin pump will not be returned for analysis.